Event description:
The consumer reported that they were going to the bathroom a lot the night prior to the report. This was indicated as a gradual change in symptoms. It was noted that the consumer checked the implantable neurostimulator and it was off. Stimulation was turned back on during the call and the patient could feel stimulation. Further information provided indicated that the insterim worked the first two days, and now wouldn't work. The patient did not feel stimulation, so they kept increasing it. The therapy was on program 3 at 4.4v. Additional information received included that they had gone to the doctor, and he adjusted the device. The issues had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.